Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the rubber from the tip of the bardia urethral catheter was flaking off within the patient. The patient reported that the rubber left behind caused a urinary tract infection to occur. The patient was treated with cipro.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the rubber from the tip of the bardia urethral catheter was flaking off within the patient. The patient reported that the rubber left behind caused a urinary tract infection to occur. The patient was treated with cipro.